Event description:
The Initial Reporter states that the bag sets were free flowing. They reported that they are priming manually because the pump is too slow, and that after priming manually the tubing will start to free flow. There is concern the the in-line occluder is being broken and resulting in the formula leaking. MMD followed up with the Initial Reporter. They stated that the patient had not had any adverse effects due to the complaint. No additional information was provided. (b)(4).

Manufacturer narrative:
The device was not returned to MMD for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned, MMD has been unable to investigate the complaint. This report will be updated if the device is returned to MMD.